Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
During the procedure, on the third shot the stapler when removing the red latch, the stapler started stapling by itself and locked at the end of the 3 shots, and you must activate the reverse button to complete the procedure. A spring appeared under the field. Replaced stapler and followed the procedure. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2022. D4: batch #263a48. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. In addition, the firing trigger spring was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.